Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and reservoir was leak. The customer blood glucose level was 600 mg/dl at the time of incident. Customer stated the location of the leak was o rings. Customer was unsure if leak was past first or second o ring. Customer stated there was not an air bubble in the reservoir. Customer reported the insulin pump was working and did not need any medical assistance. Customer treated with bolus. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be and reservoir will be returned for analysis.